Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that cutter did not actuate before the vitrectomy surgery. The condition of aspiration was unknown. The surgery was completed after replacing the product with another one. There was no report of patient harm.

Manufacturer narrative:
Additional information provided in d.4., d.9., h.3., h.6. And h.11. The lot complaint history was reviewed. This is the second complaint for the finished goods lot and for this issue for this lot. The device history record (DHR) shows the product was released per specifications. Upon visual inspection it was determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. A block reader was then used to interrogate the radio frequency identification (rfid's) programmed information. The probe rfid connectors functioned per specifications. The root cause is consistent with a manufacturing error where the driveline likely became occluded during the wetting of the pneumatic tubing with solvent and subsequent insertion to the probe engine. In order to mitigate the occurrence of this type of event, during the manufacturing process, downstream in-process checks after final assembly are utilized to help screen out this type of defect from occurring. After an investigation of this complaint, it has determined that no further actions will be pursued at this time. Quality in-process controls are in place to assist in mitigating this issue from occurring. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).